Manufacturer narrative:
Concomitant product(s): primary tubing; (3) syringe tubing; bd 50ml syringe. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer's report that two pumps shut down displaying an error was not confirmed; however during testing a channel malfunction was replicated causing one pump to shut down. The pcu event log showed that lvp s/n (B)(4) alarmed for channel malfunction on (B)(6) 2017. The log showed that none of the other attached devices were affected by the error. Testing performed on the device identified an intermittently failing upper pressure sensor. During testing the pcu alarmed with ¿channel error, code 240.4150¿ which indicates a failure of the upper pressure sensor. The cause of the reported event is a faulty upper pressure sensor. The root cause of the faulty sensor was not identified.

Event description:
The customer reported that during a primary infusion in the ICU, two pumps shut down. One channel displayed ¿channel error,¿ and the other displayed ¿communication error.¿ no patient harm was reported.